Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed would be updated at that time should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited a dislodgment. While physician was trying to repositioned, the lead also exhibited helix extension issues. Because of this, the lead was explanted and successfully replaced. No additional adverse patient effects were reported.